Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, g1, g2, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, concern about the product, rippling, triangular poking and distortion". These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture, "concern about the product," with "rippling, triangular poking, and distortion 2-3 years ago." Device remains implanted.